Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reports the device is giving "error code b000." There was no reported patient involvement.